Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two relion® insulin syringes had a white substance in the barrel of the syringe. This occurred on 2 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8155850 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that two relion® insulin syringes had a white substance in the barrel of the syringe. This occurred on 2 separate occasions but the date/time and or patient information is unknown.

Event description:
It was reported that two relion® insulin syringes had a white substance in the barrel of the syringe. This occurred on 2 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Investigation: customer returned (14) 3/10cc, 6mm, 31g relion syringes (4 loose, 10 in a sealed poly bag) from lot # 8155850. Customer states that there is a white substance in the barrel of the syringe. All returned syringes were examined and no foreign matter was observed in any of the returned syringes. A review of the device history record was completed for batch # 8155850 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure.